Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 200 mg/dl. Customer reports that the drive support cap was intact. The customer was advised to stop using the insulin pump and revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked or broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a33 alarm due to cracked or broken off end cap. Also, device received with missing segment and partial display, problem isolated to lcd board. Device had loose or flushed drive support disk.